Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed arthritis in the back which was irritated when using the device. Nevro attempted to obtain additional information regarding the nature of the issue but was unsuccessful. The device was removed and there have been no reports of further complications regarding this event.